Event description:
It was reported that during treatment of right middle cerebral artery stenosis, resistance was encountered while advancing the stent through the subject microcatheter. The subject microcatheter and the stent moved as a whole, slipping from the distal end of the lesion to the proximal end and the lesion could not be re-crossed. The physician withdrew the subject microcatheter and stent system. Angiography was performed and identified a dissection at the distal end of the lesion. The subject device was replaced and the procedure was completed with no clinical consequences to the patient.